Manufacturer narrative:
There was no device deficiency reported, but the user did report a high number of energy deliveries because of difficulty in obtaining balloon/tissue contact. There was no increase in esophageal temperature, but the physician believes the large number of energy deliveries might have effected the esophageal, and gastric functions of the vagus nerve. Nerve injury is a known complication of catheter ablation procedures.

Event description:
A report was received of gastric dilation on x-ray following a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation. The patient was discharged but later began having symptoms of abdominal distension which were medically treated with successful resolution approximately four months post-onset. The treating physician believes the gastric dilation is probably related to the pvi procedure.